Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient is doing well and the recipient's device has been activated. The recipient's device remains implanted. This is the final report.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly elected to undergo revision surgery in order to achieve optimal device placement. The recipient's device was repositioned.